Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The patient reported via phone call that he experienced a hypoglycemic event that caused him to fall on the bathroom floor. He was completely covered in sweat; he was also incoherent. The patient was treated with two apple juice boxes and a peanut butter bar. The patient's blood glucose then increased to 60 mg/dl. His blood glucose at the time of call was 126 mg/dl. Troubleshooting was initiated for the insulin pump. The insulin pump may have over-delivered; the unit status screen displayed 79.6 units of insulin but the reservoir only contained 20 units. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with high idle current due to corroded battery tube. However, the insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked lcd window.